Event description:
Arjohuntleigh received a customer complaint where it was indicated that during the resident's transfer from the bed to the wheelchair the left leg clip of the sling became disengaged from the lift and the resident fell through sling on the floor. In accordance to information provided the caregiver "did not apply sling clip to carry bar". After the incident the resident was hospitalized for possible fractured ribs. From the information received the resident returned home. Ref MFR# 9681684-2014-00043.